Event description:
Healthcare professional reported that before surgery, a charge nurse was notified that the breast implant was stuck in the breast implant container when opening. The device was not implanted. Patient contact did not occur. The surgery was completed with a back up device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ tyvek or thermoform sticking: unable to observe since no device package was received. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare provider reported that before surgery, a charge nurse was notified that the breast implant was stuck in the breast implant container when opening. The device was not implanted. Patient contact did not occur. The surgery was completed with a back up device.